Event description:
Gastric bypass procedure. Pcs21 dlu did not completely cut and could not be removed from the tissue. Surgeon had to cut the stapling row in order to remove the dlu. Ananstomosis was complete using manual sutures.